Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 20jun2019. The touch screen assembly was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the touch screen assembly revealed no damage or contamination. Resistance measurements will be performed on the returned touch screen assembly. The touchscreen measured resistance are out of specification. Root cause: the ul_lr and ur_ll resistance were out of specification. The component failure u11 prevented the ventilator to power on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen and calibrated the screen to address the reported problem. The unit successfully passed the required performance verification test .

Event description:
The customer reported touchscreen failure. The lower right portion of the screen is in-operable after repeated calibration attempts. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.